Manufacturer narrative:
The user facility reported that the procedure was delayed during the week of (B)(4), 2011. The user facility does not know the exact date of the delay. During the course of the investigation, it was identified that the user facility's incoming water pressure is at the minimum specification of 40 psig. Due to the incoming water pressure operating at the minimum specification, water pressure fluctuations can result in the pressure dropping below 40 psig, which will cause the fill time issue reported by the user facility. A service technician visited the user facility on (B)(4), 2011 to recommend that the facility adjust their incoming water pressure higher than the minimum specification to account for water pressure fluctuations.

Event description:
The user facility reported experiencing fill time failures since the installation of their system 1e processor in june; a patient procedure was delayed due to unavailability of the instruments required as a result of the system 1e processor not operating properly.